Event description:
New information received notes that no intervention was performed, and the right ventricular lead is no longer pending revision. The patient would continue to be monitored.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance. The patient claimed to have experienced pain. No intervention was performed, and the rv lead was pending revision. Patient condition was stable.